Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager (cm) reported a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler after completion of their pd treatment. A new cycler was issued to the patient. Upon follow up, the patient contact stated after the patient¿s treatment was completed, moisture was discovered on the back side of the cassette, and fluid particles were present throughout the cassette compartment. The patient contact stated it was unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) as necessary. The patient¿s pd registered nurse (pdrn) was notified of the event and the patient was put on prophylactic antibiotics (vancomycin) as a precaution (unknown dose, route, and duration). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The lot number was unavailable. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A clinic manager (cm) reported a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler after completion of their pd treatment. A new cycler was issued to the patient. Upon follow up, the patient contact stated after the patient¿s treatment was completed, moisture was discovered on the back side of the cassette, and fluid particles were present throughout the cassette compartment. The patient contact stated it was unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) as necessary. The patient¿s pd registered nurse (pdrn) was notified of the event and the patient was put on prophylactic antibiotics (vancomycin) as a precaution (unknown dose, route, and duration). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was advised that the patient discontinue use of the cycler and a replacement cycler was issued to the patient. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The lot number was unavailable. The cycler is scheduled to be returned to the manufacturer for physical evaluation.